Manufacturer narrative:
Analysis was performed by onsite service personnel. The results of the analysis indicated the speaker cable was disconnected. Without connection, there would not be audible sound produced. Based on the results of the analysis, it was determined that the product has malfunctioned and the most likely cause of the reported problem was that the speaker cable was not connected. The issue was resolved by reconnecting the speaker cable. After connection was reestablished, the device passed functional testing. Based on the information available and results of additional analysis, no further action is necessary at this time.

Event description:
Philips received a complaint on intellivue mx400 patient monitor indicating that a speaker malfunction inop occurred, and it was not specified if the speaker was producing sound at the time. The device was in use on a patient at time of event, there was no adverse event reported.